Event description:
It was reported that the patient said the suction is too strong and may be causing kidney issues. Lms rep advised that we are unable to adjust the strength of the suction and would need to consult doctor. It is unclear if troubleshooting was performed or lot number requested. No medical intervention or patient impact reported. No additional information provided. (Used with female wicks).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
(B)(6) said the suction is too strong and may be causing kidney issues. Lms rep advised that we are unable to adjust the strength of the suction and would need to consult doctor. It is unclear if troubleshooting was performed or lot number requested. No medical intervention or patient impact reported. No additional information provided. (Used with female wicks).